Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Awaiting device return.

Event description:
The sales rep reported that during an arthroscopic procedure that the fms vue was not keeping the surgeon's vision clear and caused extravasation. The sales rep reported the extravasation was noticable but was able to be treated with compression. The patient was able to go home as scheduled with no adverse consequences. The surgeon completed the procedure with the same pump. There was a 5 minute delay reported in the procedure.

Manufacturer narrative:
Performed service and repair functions as per (B)(4). Reviewed service history. Attach box label and fms vue final testing, software upgrade was not needed. Replaced irrigation's pump roller head (loud clicking noises). The unit passed all diagnostic tests, functional tests, and is fully operational. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.